Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an unexpected shock from the right ventricular (rv) lead. The lead integrity was unable to be interrogated. The lead remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) had toned alert for an unexpected shock. The device was unable to be interrogated with the assumption that the device battery was too low to pull information after the shock. The patient is refusing to have the device replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.